Manufacturer narrative:
An evaluation was performed by the service engineer (se), and it was reported that the "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b) occurred at the repair center. The occurrence was also recorded in the event log. The reported cause was due to a malfunction of the solenoid valve, and a replacement is needed to resolve the issue. A quote was provided to the customer.

Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the solenoid valve 4 was replaced to resolve the issue. The device was cleaned and tested; the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" alarm. It is unknown if the device was operating or in clinical use at the time of the event. There was no patient or user harm reported.